Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a distributor that a leak was observed at the temperature probe area of an rt380 adult dual heated evaqua2 breathing circuit. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). D2 lot # - the lot number initially received from the hospital was incorrect. No lot number provided for complaint rt380 adult dual heated evaqua2 breathing circuit. Manufacturer narrative method: the complaint rt380 adult dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand, and was visually inspected. Results: visual inspection revealed the grommet and jacket probe were missing from the inspiratory elbow. Conclusion: we are unable to determine what may have caused the damage noted on the returned rt380 adult breathing circuit. All rt380 adult dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specification before it was released for distribution. Our user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in south korea reported to a distributor that a leak was observed at the temperature probe area of an rt380 adult dual heated evaqua2 breathing circuit. This was observed before use on a patient.